Manufacturer narrative:
The monitor was not received for investigation since it was disposed of by fire brigade. Pictures was provided. Investigation is still ongoing. The event is suspected to be caused by the impact on the battery when the monitor was dropped onto the floor.

Event description:
The aview 2 advance display unit was dropped from approximately 1.5 meters. Sparks was observed and the monitor caught fire. The display left a burn mark on the floor. Fire brigade was called to handle the monitor and disposed it. Patient was not involved. No harm to user.